Event description:
It was reported about 15 hours after a hartman procedure, the pt became hypotensive. Four units of blood were replaced and coagulants given. At the time of the surgery there were two solid donuts, and the staple line tested to be air tight and water tight. The bleeding subsided without further intervention. The surgeon does not know where the bleeding occurred and why.